Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a dialysis catheter. The customer reports the tenckhoff catheter split at the adapter. Prophylactic antibiotics were administered and a new adapter and transfer line attached.

Manufacturer narrative:
Submit date: (B)(6) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.